Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, concentric, de novo, 28mm in length and 2.5mm in diameter target lesion being treated was located in the severely calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated 3 times with a 2.00x15mm non-bsc balloon inflated to the maximum pressure, leaving 60% residual stenosis in the lesion. A 28x2.50mm taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When withdrawing the device the proximal portion of the stent became flared. The procedure was completed with pre-dilation using the same 2.00x15mm balloon, deployment of a 2.50x7mm non-bsc stent, and post-dilation with a 3.00x8mm non-bsc balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent, damage occurred. Access was obtained via the femoral artery. The 90% stenosed, concentric, de novo, 28mm in length and 2.5mm in diameter target lesion being treated was located in the severely calcified and non-tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated 3 times with a 2.00x15mm non-bsc balloon inflated to the maximum pressure, leaving 60% residual stenosis in the lesion. A 28x2.50mm taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When withdrawing the device the proximal portion of the stent became flared. The procedure was completed with pre-dilation using the same 2.00x15mm balloon, deployment of a 2.50x7mm non-bsc stent, and post-dilation with a 3.00x8mm non-bsc balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. One strut on the third row from the proximal end was raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The complaint report states that the lesion was severely calcified. Heavily calcified lesions are contraindicated in the dfu. The root cause is user error as the device was not used in accordance with the dfu. (B)(4).